Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary ankle fixation surgical procedure on a feline, it was observed that the small battery drive device was heating up in the area behind the two black triggers while passing wires. The reporter stated that the heat did not transfer through the device which would have compromised the unspecified wire driver and k-wire. However, it was reported that the transfer of heat was felt through her personal protective equipment (ppe). A delay was not reported and the procedure was successfully completed with the same device. There was no human patient involvement as this was a veterinary procedure. It was reported that the feline was in a splint recovering. The reporter mentioned that the device was housed in low usage facility. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated or confirmed. An assessment was performed on the device which determined the unit passed all operational specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.